Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection observed the reported leakage from replacement line, near the luer connector. The reported condition was verified. The picture did not identify any specific defect on the impacted set that could explain this leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of prismaflex m100 set, an external fluid leakage was observed f"rom the instrument tubing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.